Event description:
Regarding medline incontinence bed pads - she stated that recently she has received med-line instead, this is the product she has an issue with. She explained, "the blue lining, that dye, it transfers to everything. Once it gets wet it gets on my clothes, bleeds to my sheets, it's everywhere." When I called this patient, she was very fervent about the poor quality of the bed pad she received. Stated, this needs to be reported to medline, that their product is defective and that all patients who received this product need to be called and have the product switched out to one where the color doesn't bleed/transfer.